Event description:
It was reported that the patient was seen by emt (emergency medical technician) with hypoglycemia. The patient's blood glucose levels declined to less than 30 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include being unconscious & covered in sweat. The patient attempted to treat with eating some pie without success. Further treatment information was not provided. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone16.1 cgm sensor type: g7.